Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. The device is not available to the manufacturer.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and ventriculomegaly are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in the literature article that the patient underwent successful mechanical thrombectomy procedure using the subject retrieval device to treat a left internal carotid artery (l-ica) occlusion. Post procedure the patient's condition improved. However, the next day a computed tomography (CT) scan showed a subarachnoid hemorrhage (sah). Several weeks later, the patient's level of consciousness (loc) decreased and a CT scan showed a ventriculomegaly. A ventriculoperitoneal (vp) shunt was placed to treat the ventriculomegaly. It was reported that the patient condition "became fine". No further information was provided.

Event description:
It was reported in the literature article that the patient underwent successful mechanical thrombectomy procedure using the subject retrieval device to treat a left internal carotid artery (l-ica) occlusion. Post procedure the patient¿s condition improved. However, the next day a computed tomography (CT) scan showed a subarachnoid hemorrhage (sah). Several weeks later, the patient¿s level of consciousness (loc) decreased and a CT scan showed a ventriculomegaly. A ventriculoperitoneal (vp) shunt was placed to treat the ventriculomegaly. It was reported that the patient condition ¿became fine¿. No further information was provided.